Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2018 a (B)(6)-year-old female patient with a medical history of persistent atrial fibrillation, hypertension, coronary artery disease, pacemaker, hypotension, and congestive heart failure consented to participate in the amaze trial (ide#(B)(4)/protocol#(B)(4)) and on (B)(6) 2018 underwent the index procedure with the lariat suture delivery device. Pre-procedure a transesophageal echocardiogram showed absence of thrombus. During procedure pericardial and trans-septal access achieved using general anesthesia and pre-tied suture was deployed around the laa. The suture was tightened with pre-specified "tensure" force. At that point, an acute decline in blood pressure was noticed and cardiac perforation was suspected. Tee showed pericardial effusion and tamponade. CPR was performed intermittently; the subject was placed on cardiopulmonary bypass. It was noted by the surgeon that the epicardial ligature had perforated through the base of the left atrial appendage resulting in patient mortality. There was no reported device malfunction, and the adverse event was the result of a procedural complication. Event was independently adjudicated and reported to FDA in ide#(B)(4) on (B)(6) 2019.